Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-03196. It was reported the pt's scs ipg was explanted due to the pt receiving ineffective stimulation and desiring an MRI. The pt was advised to refrain from undergoing an MRI while he is still implanted with the scs lead. Subsequently, per the pt, he will consult with a physician about explanting the scs lead. No additional information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.